Manufacturer narrative:
The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the reporter contacted lifescan (lfs) (B)(4) alleging that their onetouch verio iq meter read inaccurately high compared to another meter. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow up with the reporter. The reporter stated that the alleged inaccuracy began on (B)(6), however during follow up, further information was reported around an inaccuracy which occurred at 12:05am on (B)(6) 2017. At this time the reporter obtained a blood glucose result of ¿156 mg/dl¿ with the subject meter and a result of ¿35 mg/dl¿ on another meter less than 30 minutes later. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter manages their diabetes by self-adjusting their insulin dosage and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. It was reported that an unspecified period of time before the alleged product issue occurred the reporter had ¿lost consciousness¿. The reporter¿s husband gave the reporter a glucose tablet and called the emergency medical services. When they arrived, they measured the reporter¿s blood glucose and obtained the result of ¿35 mg/dl¿. As a result of this the reporter was given IV glucose and taken to hospital. Further blood glucose tests were performed during the reporter¿s stay in hospital with blood glucose results being obtained on the subject meter which range from ¿280-192 mg/dl¿, and results from other devices ranging from ¿200-88 mg/dl¿. At the time of troubleshooting the csr noted that the subject meter would be requested for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury adverse event an unspecified period of time before obtaining the alleged inaccurate readings with the lfs device and denied making any changes to their usual diabetes management regimen. The subject meter could not be ruled out as a cause or contributor to the event.